Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched for this event. The fse discovered a disconnected tubing from the fitting at wire marker 10 (wm10) on the blood sampling valve (bsv). The fse trimmed and reattached the tubing to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. The fse did not observe any instrument generated error messages for this event. Failure mode of the event is attributed to the bsv tubing at wm10. (B)(4).

Event description:
The customer reported a leak of approximately 1 ml of fluid consisting of blood and diluent from the needle cartridge of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter while running 5c controls. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.